Event description:
The patient contacted animas on (B)(6) 2012 and reported that the up and down arrow keypad buttons were intermittently responsive and required increased pressure to engage. The patient denied damage to the keypad or moisture exposure. The patient reportedly wore the pump attached to a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.